Event description:
What occurred was a without a sponge was found in the package when searching the room after a count discrepancy. It is presumed that the sponge with no went into the patient attached to another sponge with a then, when the sponge with was removed, the sponge with no was left in the patient. CT was completed before the patient left the or suite according to policy for an incorrect sponge count. Original procedure: left pterional craniotomy for tumor resection -left second CT (B)(6) 2021 patient returned to the operating room on (B)(6) 2021 for craniotomy,wound exploration with removal of cottonoid - left. FDA safety report ID # (B)(4).